Event description:
Procedure type: c-section. According to the reporter: at some point either before surgery or during surgery, there was no tip on the needle of both of the sutures gls322. There was no ill effect to the pt. The needle tip fell into the pt's cavity and was not retrieved.

Manufacturer narrative:
Date of initial report sent: 11/03/2009.